Manufacturer narrative:
The device was received deployed with the pink slide visible in the viewing window. Inspection of the needle mechanism found no damage or defects that would prevent the needle from deploying as intended. The exposed portion of the soft cannula was found to be torn off, shortening the overall length of the soft cannula. Since the cannula was cut short, fluid was unable to exit the distal tip as intended. It cannot be determined when or how this damage occurred. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy. The pod was worn for less than an hour and no adverse patient impact was reported.